Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged and was verified via chest x-ray. The lead was repositioned on (B)(6) 2016 successfully., the patient was stable throughout the procedure.